Event description:
It was reported that following a ptca/stenting treatment procedure, complications occurred which lead to hemorrhagic shock and subsequently to patient death. The lesion being treated was a 100% stenotic, cto (chronic total occlusion) lesion in the proximal right coronary artery (rca). The physician used a 7f al 1st guide catheter to cross the lesion from the right groin access site. The pt2 light support 185 cm guidewire was then delivered across the lesion, and the distal end was placed in the right posterior lateral (rpl) coronary artery. An unspecified balloon was used to perform poba from the proximal rca to the right posterior desending (pda) coronary artery. (The balloon type and size were unknown). The lesion was checked with an atlantis sr pro ivus device. A cypher stent was subsequently deployed in the mid to distal rca, and a driver stent was deployed in the proximal rca. (The stent sizes are unknown.) The post-interventional angiography revealed bleeding from the posterior lateral coronary artery in the region of the guidewire tip. The initial poba balloon was delivered to the bleeding portion, and was inflated for 10 minutes. Hemostasis was confirmed via ivus. Approximately 1-2 cc intracoronary nitroglycerine was injected. The final angiography was performed from two directions (rao and lao) and hemostasis was confirmed. The procedure was completed and the patient was returned to the room, but demonstrated symptoms of shock one hour post-intervention. The patient's entire body appeared achromatous and a femoral pulse could not be palpated. Efforts to insert an intra aortic balloon pump were unsuccessful. The physician suspected cardiac tamponade, but attempts at pericardiocentesis were unsuccessful. The patient was taken to the operating room, but due to excessive bleeding surgery could not be performed. The patient expired the same day due to hemmorrhagic shock. Autopsy could not confirm a vessel perforation and the primary cause for this event was not determined. It is noted that the patient had been medicated with heparin and ticlopidine for an unknown period of time and clotting values are unknown.